Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). Reportedly, customer's insulin prescription was changed from u-500 to u-100 novolog and believes that it has affected their bg levels. Customer administered a bolus to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.